Event description:
It was reported that during testing in preparation for a surgical procedure, the cement injection gun produced tiny metal shavings when the plunger was pulled. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR; however the product has yet to be evaluated. A follow up report will be filed once the product eval has been completed.